Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter would not power on. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who reviewed the initial call recording. The patient reported that the alleged product issue first started at an unspecified date and time at the ¿end of april¿ when the subject meter would not power on, preventing her from performing a blood glucose test. The patient manages her diabetes with oral medication (xigduo, dose unclear) and reported that in response to the alleged product issue, despite not being able to perform a blood glucose test, she took her normal dose of medication. The patient reported that at an unspecified time after the start of the alleged product issue, she developed the symptoms of ¿headache, tiredness and blurry vision¿. The patient denied receiving any treatment beyond her usual diabetes management routine in response to these alleged symptoms. During troubleshooting, the csr verified that based on the information provided the subject meter¿s battery did not need replaced, the correct test strips were being used, there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The issue was resolved during troubleshooting when the csr provided training to the patient. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to power on the subject meter.